Event description:
Report received from (B)(6) states: ¿a very hard part of the lens nucleus was stuck in the tubing was changed. No pt impact and no further info available.¿

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.